Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump has a keypad anomaly. The customer has to press the b button multiple times to get a response. The customer also reported that the insulin pump does not give no delivery alarms, has a rainbow affect on screen and the backlight is dim. The customer¿s blood glucose level was unknown at the time of incident. The customer declined to transfer to helpline for troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a no (b, act and esc) button response due to flattened button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to verify absence of occlusion alarm, back light anomaly and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime or a33 test, rewind test and excessive no delivery test due to no button response. No rainbow effect on screen noted during visual inspection. (B)(4).